Manufacturer narrative:
A4- patient weight not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was multiorgan failure. It was reported that the patient's outcome was not device or therapy related. Device parameters (flow, speed, power) were within normal limits. The device would not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient's outcome could not be conclusively determined through this evaluation. It was reported that no autopsy will be performed, and the heartmate 3 lvas, serial number (B)(6) , will not be explanted for evaluation. The relevant sections of the device history record for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.